Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to emergency room with muscle pain and discomfort on chest wall. It was noted that the right ventricular lead had dislodged on a chest x-ray, causing loss of capture and muscle wall stimulation. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
(B)(4)